Event description:
It was reported that during a lap gastrectomy procedure, clips dropped off the device. Another device was used to complete the case. There was no adverse consequence to the pt.

Manufacturer narrative:
Date sent: 06/05/2007. Info anticipated, but unavailable at this time.